Event description:
It was reported the patient was in the hospital with an unspecified medical condition. The patient was experiencing abdominal pain and shortness of breath. No further information was provided. Further follow up is being conducted to obtain additional information. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant product: product ID 3889-28, lot # va0n6wn, implanted: (B)(6) 2015, product type . (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reports that the patient did not have stage because of lack of improvement. It was noted that the cause of the event was not determine and not device related. The patient had stage 1 removed and patient recovered without issue.

Manufacturer narrative:
(B)(4).